Event description:
It was reported that the atrial lead exhibited a loss of sensing and pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6047 implantable tachy lead, - (B)(6) 2011. A 4194 implantable pacing lead, - (B)(6) 2011. (B)(4).